Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital due to syncope. It was noted pacing thresholds had increased which resulted in loss of capture. A cardiac computed tomography (CT) scan was performed and it was found this lead had perforated the myocardium. An invasive procedure was performed. This lead was capped and surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.